Event description:
Caller reported an error with their continuous glucose monitor, referred to as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, which resolved the issue as the pump did not display the error code again. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.